Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump was also received with missing end cap sticker. No moisture damage on electronics.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she received a button error alarm. The customer's blood glucose was 41 mg/dl at the time of incident. The customer stated that she treated the low blood glucose. The customer stated that she reverted to manual injections. The customer stated that the insulin pump started vibrating and found the buttons were all pressed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.